Event description:
Unomedical reference number (B)(4). Event occurred in (B)(6). The patient reported tubing detachment that happened twice while she was sleeping. The site location included both hips and the pump was worn on the same site. The infusion had been in use for one day and the infusions were not stored, or used, in a place where they might have been exposed to extreme temperatures and humidity. The patient emphasized that there was no pull on the tubing and the pump was not dropped with the set connected to the patient's body. No further information available.